Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: ti single vector distractor body with right foot /20mm, p/n 487.962 involved was returned. The reported product remains readable and identifies the returned product as mentioned in report. It exhibits visible scratches on the outer surface of the body, as well as, on the foot plate component of the assembly. The distractor body also exhibits significant discoloration of the bronze anodite coating. The scratches, marring, and discoloration are indicative of post manufacturing damage during use and/ or explantation of the device. The slip fastener component of the assembly, which is designed to mate with, and hold the proximal foot product, appears to be intact with no visible damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this complaint is for the first surgery dated (B)(6) 2015 the distractors placement was very complicated and after many hours of trying to place it, the distractors were derailed from the backplate. Surgical delay: many hours (exact time unknown). This report is 1 of 6 for (B)(4).

Manufacturer narrative:
(B)(4): device history review: device history records (DHR) for the reported product lot indicates that the lot was produced on may 30, 2014. DHR for the reported fully assembled product lot and sub-components show that one (1) non-conformance report (ncr) was initiated in response to minor documentation non-conformities detected during final inspection of the product lot. The ncr indicates that the detected documentation non-conformities were corrected and the lot dispositioned as ¿conforms¿ since inspection records for the lot indicate tha the product met all established dimensional, function, and visual requirements for release. A review of the DHR for the reported lot found no objective evidence indicating the manufacturing of the reported lot or the reported documentation non-conformities contributed to the complaint condition reported as ¿will not hold.¿ device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing location for part # 487.962 / lot # 7537258 is (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the first surgery, the surgeon inserted vertical distractors in bilateral mandibular branch. The surgery lasted two (2) hours. This is report 1 of 14 for com-(B)(4).

Manufacturer narrative:
The first revision procedure occurred on (B)(6) 2015. At this time, the devices were repositioned, but not removed. The actual explant was scheduled for (B)(6) 2015, but may not have occurred until (B)(6) 2015. Therefore, the exact date of explant is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (based on operating room notes received on (B)(6) 2015): it was reported that the surgeon(s) placed vertical distractors in the bilateral mandibular ramus and performed an upper-level osteotomy on the mandibular tongue (per described technique). At the 24-hour follow-up, a panoramic radiograph confirmed left-side displacement and early signs of right-side displacement. Two revision procedures were performed thereafter (and addressed in com-(B)(4) and com-(B)(4)).